Manufacturer narrative:
Product complaint: (B)(4). Component code: (B)(4): device not returned. To date the device has not been returned to evaluation site. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? Procedure name? Additional information was requested, and the following was obtained: was the suture detached from the needle during use on the patient, before use or found detached inside of the package? It was not ""found detached inside the package."" However, the exact timing when the issue occurred is unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. It was reported that the needle was detached from the suture. The exact timing when the issue occurred is unknown. It was not a control release needle. There were no adverse consequences to the patient.